Event description:
It was reported that patient underwent total hip revision procedure on (B)(6) 2012 and that a subsequent revision procedure was performed on (B)(6) 2012, due to incorrect positioning of the femoral components. The femoral stem, femoral head and taper were removed and replaced. Only the femoral stem was manufactured by biomet orthopedics. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00447 / 3002806535-2012-000088 and 00089).